Event description:
New information received notes that the right atrial lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, episodes of atrial noise reversion and auto-mode switch due to right atrial lead noise was observed. Arm maneuvers were performed and high amplitude noise signals were seen. The patient will be followed up in a couple of months and is stable.